Event description:
A male pt received a 3.0 x 18 mm cypher stent in the denovo and bifurcated proximal lad. Eight months later, the pt had restenosis. The restenosis was treated with a 3.5 x 23 mm cypher stent. The pt then had acute thrombosis.